Event description:
It was reported that the electronic patient gas system (epgs) flow readings on the central control monitor (ccm) did not match the readings on the external flow meter. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) could not verify the reported complaint. Gas system testing was performed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: h6 the reported complaint could not be confirmed. Per data log analysis, the complaint indicated 'gas flow readings do not match'. There were no indications of a problem in the logs, each time flow was adjusted, no errors occurred. Cannot confirm the complaint from the data logs. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.